Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
During a contact with insulet customer service regarding an adhesive issue, the patient reported use of a prescription nasal spray on the skin prior to applying the pod to prevent skin irritation under the pod adhesive. The patient stated that, during a routine check-up appointment with a healthcare professional (hcp), the hcp observed red and painful skin irritation at a prior pod site. The exact date of this appointment is unknown, and the patient was unable to provide a time frame or the name of the hcp. Following this observation, a prescription nasal spray was recommended. The initial product name is unknown, and the nasal spray was later changed to fluticasone. The patient applies the spray, allows the area to dry, and then applies the pod. The patient reported that the skin irritation resolved with this practice and that no further irritation has occurred since using the nasal spray. It was unknown if the patient wore the pod during the appointment.